Manufacturer narrative:
The underlying cause determined by the return information in oracle states: bad inductive coil connector. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Warranty replacing joystick for sudden surges.